Event description:
It was reported, the video system center camera and light source box were not working and the camera would not plug in correctly. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed. However, while the device malfunction was confirmed, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Additional information: h3, h6.